Event description:
A site reported they had trouble accessing software on the superdimension system. The site cancelled the case and there was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
Initial software installation was not completed. The software installation and a subsequent functional test was performed at site. Site has successfully completed cases since this initial report. Superdimension is filling this MDR in an abundance of caution due to multiple exposures to anesthesia.